Event description:
It was reported that the 4-way stopcock had a crack and then found 100 milliliters of blood leaked from stopcock. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. The stopcock was received with an injection sample site attached to the sideport of the stopcock. The female luer where the sample site was attached was cracked.